Event description:
It was reported that the device reached elective replacement indicator (eri) early, and the right ventricular (rv) lead exhibited an apparent fracture. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead warning triggered, and the rv lead exhibited high superior vena cava (svc) coil impedances.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
(B)(4).